Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the plunger, suture, needles, and cuffs were in pre-deployed position. There was slack on the link and there was dried blood observed throughout the device, indicating the device was introduced into the patient anatomy and the foot was deployed. The guide tube was bent, consistent with mishandling/shipping damage. During lab testing, luminal marking testing was performed and the marker lumen was not patent as reported; however, this could be most likely due to dried blood clots or other biological matters that occluded the marker lumen after the device was removed from the patient anatomy. Inspection of the device revealed a sheath kink at the swage ring, indicating that there was difficulty inserting the device into the patient anatomy and the device might not have been completely introduced into the artery, which could have contributed to the reported unsuccessful blood marking. Reportedly, the patient was morbidly obese and it is likely that presented deep tissue tract, which could have contributed to unsuccessful luminal blood marking; however, this could not be confirmed. During manufacturing, marker lumen patency test is performed on every device. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the probable cause for unsuccessful luminal blood marking could not be conclusively determined. During lab testing, the foot was deployed and retracted successfully via opening and closing the lever as intended. Also, contradicting the reported information, the returned condition indicated that the lever was flushed against the body of the device and the foot was completely retracted into the guide. Reportedly, the device might have been possibly manipulated after the procedure. During manufacturing the foot is deployed and retracted twice to test the needle trajectory of every device. No manufacturing or quality deficiency was detected. Tissue caught around the foot could have prevented the foot from being fully deployed and fully retracted into the guide, which would subsequently result in difficult device removal, as reported. This is consistent with device insertion being stopped when the guide is just at the arterial wall and not completely inside the artery when the foot is deployed. However, this can not be confirmed. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the reported failure to fully deploy and retract the foot which subsequently resulted in difficult device removal could not be confirmed and no definitive cause could be identified. The reported deployment of the foot when poor or no luminal blood marking was achieved is inconsistent per the IFU. The IFU states: continue to advance the device just until a continuous drip of blood is evident from the marker lumen. Position the device at a 45-degree angle. Deploy the foot by lifting the lever on top of the handle. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. Review of the finished device history record did not reveal any nonconforming material records associated with this lot. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified common femoral artery using a proglide device after a diagnostic coronary angiogram. Reportedly, the proglide device was inspected and flushed during preparation with proper flow through the marker lumen. The proglide was inserted into the patient groin and proper bleedback could not be obtained; however, the physician continued deploying the device and attempted to open the foot, as a bit of blood was coming through the marker lumen. The lever could not be moved down to the body of the device to deploy the foot. Deployment was aborted and the physician attempted to return the lever back to the original position, but unsuccessful. The device became stuck in the groin. The device was pulled out from the groin with the lever not completely back in its original position resulting a small damage to the artery. Arteriotomy closure was successful after a cut down procedure and using surgical sutures to repair and close the artery. The arterial damage was described by the physician as a small rupture at the site where the device was stuck. The device was inspected upon removal and it was noted that part of the foot was sticking out and was not retracted into the device. No part of the foot was broken off or left in the patient. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect method/procedure. Do not deploy the foot unless a continuous drip of blood is evident from the marker lumen. Do not withdraw the perclose proglide against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the proglide should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The safety and effectiveness of the perclose proglide device have not been established in patients who are morbidly obese. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.